Manufacturer narrative:
(B)(4). Correction "a review of the share logs was performed and no transmitter error was found within the investigation window. The allegation was not confirmed. The root cause could not be determined."

Event description:
A review of the share logs was performed and no transmitter error was found within the investigation window. The allegation was not confirmed. The root cause could not be determined .

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that lead to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be a low transmitter battery.